Event description:
Baxter (B)(4) received a report that an infusor leaked during patient use. The device was filled with an unknown drug. This condition has the potential to interrupt therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. The lot number was not provided. Therefore, a batch review could not be conducted. This device is manufactured for distribution outside of the united states and does not have a 510(k) number.